Event description:
As reported by the edwards field clinical specialist, following the successful completion of the transapical tavr procedure, the patient decompensated and required the insertion of an intraaortic balloon pump (iabp). The patient presented with nyha class IV chf with an ejection fraction (ef) of 23%. The patient also had severe, dilated cardiomyopathy and a thin walled ventricle as a result. The decision was made to place the patient on cardiopulmonary bypass (cpb) as a prophylactic measure to ensure stability throughout the case. Following the successful 60:40 aortic placement of the 26mm sapien valve, the patient was weaned off cpb. The patient¿s ef and cardiac index improved as the apical and groin incisions were closed. Approximately 30 minutes later, the patient decompensated, likely due to hypovolemia and left ventricular dysfunction. Because the patient¿s systolic pressures were in the 60's, the physician decided to treat the patient with inotropes and insert an iabp. The patient improved and was ultimately transferred to the intensive care unit in stable condition.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, in addition to standard anesthesia medications, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, hypotension is very common and is treated with standard therapies, including vasoactive drugs and volume resuscitation. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the cardiac decompensation and hypotension cannot be confirmed; however, patient factors (high risk fragile condition, severe, dilated cardiomyopathy, severe lvh, lv dysfunction with an ef of 23%, and possible post procedure hypovolemia) and procedural factors (anesthesia, procedural medications, and rapid pacing during valve deployment and bav) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.